Event description:
It was reported that pump issued altitude alarm and insulin delivery was suspended even though pump was within validated operating altitude range and speaker holes were not obstructed. There was no reported impact to the customer¿s blood glucose level. Customer gently cleaned speaker holes, removed and reconnected cartridge, and after waiting was able to resume insulin without alarm recurrence, and pump returned to normal operation while technical support provided tips to prevent future altitude alarms and caller acknowledged.